Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort with the ipg felt inside the body. The patient underwent an explant procedure. No device malfunction was suspected.